Manufacturer narrative:
Investigation still ongoing.

Event description:
Incorrect fused overlays were exported for the wrong study when doing the certain steps. This only occurs when using a layout with fused views and time-points in xd and swapping time-points within that layout. No actual injury or mistreatment.

Event description:
Incorrect fused overlays were exported for the wrong study when doing the certain steps. This only occurs when using a layout with fused views and time-points in xd and swapping time-points within that layout. No actual injury or mistreatment.

Manufacturer narrative:
Based on the additional information provided by the site and through continued investigation by the manufacturer, it is considered that this incident has no safety implications and is therefore no longer reportable. The issue is a mere inconvenience to the customer. A workaround has been provided to the customer and the manufacturer is committed to fix the issue within the next release of the product. This concludes the manufacturers investigation and response to the issue raised.